Manufacturer narrative:
The device history review showed no related component or mfg issues and no product complaints of similar nature.

Event description:
On 1/13/97, while the pt was attempting to administer d5 via IV push, the catheter completely separated below the bifurcation, leaving 1 cm of the catheter tubing exposed at the exit site, the catheter was removed and a peripheral IV was started. No pt injury was reported to have occurred.